Manufacturer narrative:
Additional information was received that it was confirmed that the missing silicone was removed from the patient's body.

Event description:
A report was received that during the patient's permanent implant, the clik anchor broke and had a missing silicone.

Manufacturer narrative:
Sc-4318 (lot:20085772) device evaluation indicated that the complaint of eyelet damage was confirmed. Both eyelets were fractured. Missing silicone.

Event description:
A report was received that during the patient's permanent implant, the clik anchor broke and had a missing silicone.